Event description:
The customer called tandem technical support to be walked through the load process. The customer was successfully able to complete the load process and resume insulin delivery, however the customer's blood glucose level was 329 mg/dl due to length of time that it took them to complete load.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.